Event description:
It was reported that the console produced error 252 (pyro safety). The procedure was not completed due to this issue. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email (B)(6).

Manufacturer narrative:
D3. Manufacturer email moshe.barenboym@bsci.com. The console was serviced by a field service engineer (fse) onsite. The fse checked the system and found and replaced bad optics: brick 1 oc, brick 1 fsr and brick 2 fsr. The console was realigned and calibrated. The console passed full functional and electrical safety testing. The bricks were returned for analysis to our post market quality assurance laboratory. Visual inspection of the bricks noted that brick oc (hr resonator mirror) was found clear and in good condition. Brick 2 fsr (f smirrors) had a small black burnt mark and brick 2 fsr had a white ash mark. The failed bricks are most likely the reason that caused the reported error message 252 (pyro safety). Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console produced error 252 (pyro safety). The procedure was not completed due to this issue. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.